Event description:
The customer initially called for assistance with her basal rate settings. The customer then stated that she was hospitalized for high blood glucose levels, with a reading of 400 mg/dl. The customer stated that she has gastroparesis, and was taking medicine at the time of the event. The customer stated that the insulin pump is working fine. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.